Event description:
Through review of medical article "endocarditis and other indications for open-heart surgery after transcatheter aortic valve implantation" , corresponding author dr. Ivert, the following events were identified as pertaining to an edwards device: one patient with an unknown sapien valve in the aortic position suffered a perforation of the left ventricle. Heart surgery was required.

Manufacturer narrative:
Article reference: ivert, torbjorn et al. "Endocarditis and other indications for open-heart surgery after a transcatheter aortic valve implant." Interdisciplinary cardiovascular and thoracic surgery vol. 40,8 (2025): ivaf173. Doi:10.1093/icvts/ivaf173. Investigation is ongoing.